Manufacturer narrative:
The reported events were dislodgment, failure to capture, sensing issue, and twiddlers. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector region, and the helix extended and covered with blood / tissue. After cutting, cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture and a sensing issue were note confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented for a lead revision procedure to correct the lead dislodgement due to twiddler and the lead exhibit failure to capture and improper sensing. Besides, it was noted that the device had migrated and exhibited failure to capture and improper sensing. The infection was noted once the pocket was open. The entire gallant system including the right atrial lead and the right ventricular lead were explanted due to pocket infection, there was no allegation of infection being device or procedure related. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b6: previously need to mention fluoroscopy in the b6 - relevant tests/laboratory data, including dates section.